Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. Boston scientific technical services (ts) was consulted and troubleshooting was discussed. Further information confirmed out of range shock impedance measurements were observed. No adverse patient effects were reported. At this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements. Boston scientific technical services (ts) was consulted and troubleshooting was discussed. Further information confirmed out of range shock impedance measurements were observed. No adverse patient effects were reported. At this lead remains in service.